Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular lead was placed and then the patient's blood pressure immediately dropped. An ultrasound revealed a pericardial effusion and a pericardial drain was placed. The lead was repositioned. The patient was in stable condition.

Event description:
New information received noted that the physician suspected a lead perforation.